Event description:
Received report from customer indicating that the item was originally implanted on (B)(6) 2011. Upon post operation appointment of (B)(6) 2011, a second surgery was performed, as one of the implants from the first surgery had not stayed in place.

Manufacturer narrative:
Due to second procedure required in order to replace initial implant, it was determined that event was reportable to the f.d.a.